Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 85 pulses per minute (ppm). It was noted that the elective replacement indicator (eri) magnet rate for this device is 86.3 ppm. The pulse generator would be replaced due to normal eri.